Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The unit was not working at all and the dealer opened the lid of the adapter and found the plastic cover melted and there were burn marks from the inside of the dc car adapter. MDR filed.